Manufacturer narrative:
E1: phone number: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that due to a user error, the patient received an overdose of medication and exhibited nausea and was reported to be "suffering from an overdose." Per reporter the nurse switched off a pump that infused a pain drug, restarted it and selected "new patient." She was then able to change the program from peripheral to intravenous without changing the drug with her access code. It was noted by the reporter that when a program is running this change is not possible with her password level without switching off the pump. It was also reported that it took the nurse twenty-five steps to create the incident and that she was not allowed to do it. Per reporter the incident occurred on the 7th and 8th of august. Further details regarding the patient harm has been requested.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. Review of service history could not be performed as no serial number was provided. No error history was provided.